Event description:
Baxter reported that a nurse contacted the baxter sales representative to report a leak from a cut on the tube of a uv-flash solution transfer set after 60 days of use. The leak was identified during use but the cycle was not specified. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the actual sample was returned for evaluation. The cut on the tube was confirmed during a visual inspection. No other abnormalities were noted. Baxter functionally tested the set underwater and the leak was noted about 1 3/4 inches down from the sleeve in the open position. The root cause of the cut is undetermined.